Event description:
Patient with thrombotic thrombocytopenic purpura became unresponsive due to hypovolemia during a plasma exchange procedure. Patient was resuscitated with 1 liter IV fluids. The patient stabilized with no sequelae. Evaluation of machine and disposable revealed that replacement pump segment on disposable had a smaller lumen size than normal causing the patient to receive inadequate replacement volume which was not reflected in total volume displayed for that pump.